Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Due to no data bring provided, the reported event of an out of range signal could not be confirmed.

Event description:
Dexcom representative notified dexcom on (B)(6) 2014 of an out of range symbol on (B)(6) 2014. Dexcom representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).